Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that their insulin pump was alarming threshold suspend from the incorrect information provided from her sensor. Customer stated they could not recall any significant events that lead to the alarm or if the device had been dropped. Customer declined troubleshooting but advised customer to monitor sensors. Customer's blood glucose level was 120 mg/dl at time of reporting. Nothing further reported.